Manufacturer narrative:
Initial.

Event description:
It was reported that the user removed the ilet pump due to confusion, did not wear it overnight, and experienced hyperglycemia reported at 401 mg/dl after the pump ran out of insulin; the user later reconnected with assistance, and the event was attributed to improper or incorrect procedure rather than a device component issue. Symptoms include nausea and vomiting consistent with hyperglycemia. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and caregiver, and analysis of information provided by the user and third party. Investigation of this case revealed no device problem, with a usage problem identified and no applicable component implicated, consistent with an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.